Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the volume readings were found to be unstable. The device's digital board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.